Event description:
On (B)(6) 2013 the patient contacted animas alleging that the pump dispensed insulin during the load step. The patient admitted that he does not always disconnect for rewind, load, and primes steps during routine supply changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Correction number: 2531779-03/24/2010-003-r.

Manufacturer narrative:
Follow-up # 1 (B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump¿s history showed no evidence of a load step malfunction and no activity outside of normal use was observed. During testing, the pump powered on normally and displayed the verify screen. The pump passed the ez prime steps correctly and no load step malfunction was duplicated. The force sense calibration was found to be within specifications. The pump was opened and no defect was found to the force sensor pins or the internal circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.